Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 440 mg/dl. No treatment stated but said they can take care of it. The customer also reported a sensor glucose vs blood glucose reading mismatch. The sensor glucose value reported event was 137 mg/dl. Troubleshooting was performed for sensor glucose vs blood glucose and not performed for high blood glucose. It was unknown whether the pump was used within 48 hours of the reported high blood glucose event and whether the auto mode feature was active at the time of the event or not. The event involved product(s) mmt-7020a. The sensor was worn for 4 days or more. Sensor was securely taped. Customer was advised sensor may no longer be responding to glucose changes, most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. No product return is expected for mmt-7020a. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis, ozp-mmt-7020a-snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.